Event description:
The filter leaked chemotherapy. It was flushed and continued to leak. It was disconnected from the patient and replaced with a new filter that did not leak. This was day two of chemo.